Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. At the moment the device was replaced it was noted that the battery longevity projection had changed from 7 years to 1 year remaining in approximately 18 months. An analysis of the device data was requested and returned after this pacemaker had been replaced. The analysis confirmed pbd as the power consumption had been increasing over the past year and would have been expected to continue to increase had it remained implanted. This device is not expected to return for analysis. No additional adverse patient effects were reported.